Event description:
A malfunction alarm was reported with the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, assisted the caller with the reset, and confirmed the malfunction code did not recur after the reset. It was advised that the customer could continue using the pump and to call back if any issues reoccurred, which the caller acknowledged and understood.